Manufacturer narrative:
Account wanted to know how the bed can be repaired. Technician informed account that there would be a fee for service to have a technician come out and repair. Account stated they will contact their plant operations and will call back at such a time that any other info is needed. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section will not raise.